Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic wedge resection of lung procedure, when preparing to cut off the lung tissue, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. The device was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic wedge resection of lung procedure, when preparing to cut off the lung tissue, the device only half fired and can't continue to fire. Half of front was poor staple formation and the other half was unable to fire. The device was replaced to complete the case. There was no patient injury.